Event description:
Eight days post index procedure the pt had myocardial infarction. This male pt had a stent placement within the proximal internal and carotid artery. An angioguard rx was successfully deployed and retrieved, no debris, no technical problems and no mae associated with the angioguard reported. The precise rx was deployed within 80% stenosis, non-calcified, moderate tortuousity of the proximal internal carotid lesion. No resistance was documented. ECG was done prior to discharge. The pt was discharged the next day.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13264604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Add'l info will be submitted within 30 days upon receipt.